Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the top of the filter of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was available for evaluation.visual inspection of the product showed no anomaly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. An air leak test was performed and observed a leak on the return line, near the return screwed connector. The return line is perforated near the screwed connector. The reported leak is therefore due to the line perforation. The reported condition was verified.the cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.